Manufacturer narrative:
Prodigy meter was returned and evaluated on 07/28/2011. No physical damage visible. All results fell in range.

Event description:
Pdc received a call on (b)(64 )2011 to report medical intervention that occurred on (B)(6) 2011 at 4:00pm. Pt stated that she tested her blood glucose after eating and received a 200mg/dl on the prodigy meter. Pt then administered 25 units of insulin. About 30 minutes later, pt began to sweat, was nauseous and taking a long time to answer questions. Pt tested again on the prodigy meter and it was 172mg/dl. Paramedics were later called and their meter and received 48mg/dl. Time between testing with the prodigy meter and medic's was 3 hours. Pt was administered an IV of glucose water and transported to the hospital. Result upon arrival at hospital was 72mg/dl. Pt was there for 2 hours. Discharge instructions unk. Prodigy sent replacements along with a prepaid envelope for return of suspect products.